Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy, a probe error alert was observed and display stated not to continue use of the device. The thunderbeat hand piece was removed from the pt and replaced with another hand piece to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Olympus rec'd the thunderbeat hand piece for evaluation. Analysis confirmed the reported probe error. A crack was observed at 15mm from the distal end of the probe. A spark mark was noted on the probe and the electrode of the grasping section. This damage can result when grasping thick tissue or a hard substance while activating the hand piece for an extended period of time.